Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown right mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with mentor smooth round spectrum 375cc saline breast implants which the left side deflated after implantation. As a result the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.3 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. And procedures. There is no indication that this related to the manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 5/16/2018, additional information indicated that the date of event is (B)(6) /2018, and the patient ethnicity was caucasian and the patient underwent unilateral removal and replacement with left catalog number 3501460, serial number (B)(4). The issue of deflation was discovered through visual examination and patient symptoms. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. Patient was born (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient was born (B)(6).